Event description:
A ventilator was returned to the manufacturer fro routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation at the manufacturer's service center, an error with the oxygen blender pca was observed. The ventilator's oxygen blender pca was replaced to address this issue.